Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014; samples received: none. Analysis and results: this is the third complaint of this code batch but the second regarding this issue. There are 72 units in OEM stock. No samples received from the customer. However, there are available samples in OEM stock for analyze. All closed packs available in OEM stock are tight. Tested the needle attachment of the samples from our stock and the results fulfill the requirements of the OEM. Received the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Remarks: the complaint is justified for isolated detachment needles, but the conclusion is not corresponding according to the results of the samples tested. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6); complaint states: needle detachment.